Event description:
It was reported that the device was explanted due to regurgitation. The date the device was explanted is unknown. Reportedly, the device is not available for return. The surgeon's office did not indicate the reason why.

Manufacturer narrative:
Device not returned.